Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. After reviewing photo provided, the reported condition can be confirmed. The evidence shows a foreign matter inside the reamer; a root cause could not be established since the lot number is unknown and a test for identification was not performed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgical reamers from loaner kit arrived in unsatisfactory cleanliness at hospital.